Event description:
Baxter reports that when the clamp is closed, liquid still flows out of the transfer set in a slow drip. The exact date of occurrence is unknown, only that the patient's transfer set was changed in october for this reason. The transfer set had been in place since september of 2005. No pt injury or medical intervention is associated with this complaint.